Manufacturer narrative:
Three images were submitted for evaluation and the device was not returned. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. Visual inspection was based solely upon a review of the photographs and video provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
During the procedure, the sideport of the introducer detached. The device was exchanged and the issue was resolved. There were no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: b3 (event date unknown), h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.